Event description:
On (B)(6) 2010, pt received the battery depleted (e2) error without receiving the battery low (a2) alert first. This was confirmed by viewing the alarm history on the infusion device. Pt was using the correct type of battery. Following battery depleted (e2) error, pt tried several batteries that did not work. Pt then inserted a used battery and infusion device powered on. After infusion device powered on, it then displayed battery low (a2) alert. Battery was replaced again and infusion device powered on without giving any battery alerts or errors. Pt also received a mechanical error (e6) earlier in the day, which was cleared by following troubleshooting steps. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.